Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. Customer stated that it happened after driving after the correction bolus and after changing the infusion set blood glucose went down to 50 mg/dl, still saturday next morning 198 mg/dl, sunday blood glucose 503 mg/dl, they gave a correction bolus manually blood and glucose 59 mg/dl, 61 mg/dl and this morning, blood glucose was 523 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer stated that they alleging insulin pump for under. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that high pressure test and self-test was passed. The insulin pump as well as reservoir will not be returned for analysis.